Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers and cubies were not detected on the bus and were not resetting when the machine was restarted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device full height cubie drawer 6 failed and was not on bus. The field service engineer (fse) found no light on the pyxis bus drawer controller module. The fse replaced the pyxis module controller printed circuit board assembly (pcba), tested the drawer in the hardware test application (hta), and verified proper operation, resolving the issue. The system functioned as intended after the field service engineer repaired the device.